Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there is a previous complaint of this code batch for the same defect that was closed as not justified after the analysis. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without any samples an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. If samples are received in the future this notification will be re-opened and analysed. With the information given a further analysis cannot be done. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: without samples a studying can not be performed to see if the affected product does not fulfill the OEM requirements. In consequence, a proper analysis cannot be done. Note of this incidence and if any sample is received in the future, will be re-opened and the case will be analysed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Needle detachment.